Event description:
The doctor reported that all pts that had cataract surgery on (B)(6) 2011 are reporting blurry vision at a post op exam and one of the pts presented with panophthalmia. The customer reported issues with the tubing pack during the surgical day not passing prime and noticing some liquid close to the tubing loading system. Once the pack was changed, the system worked well.

Manufacturer narrative:
Info on the pts was requested; however, this has not been provided. The amo field service engineer went on site and examined the equipment and reported there were no issues with the system. The customer performed testing on the liquid found by the tubing loading system and reported that it does not show suspicious results. No further info is available.